Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e601 analyzer. An ER patient had an initial hcgb result of 54 miu/ml. When the result was reported, the physician questioned the result as the patient was seven weeks pregnant. The sample was repeated on another e601 analyzer and the result was 71959 miu/ml. The repeat result was considered correct. No treatments were made based on the initial result and the patient was not adversely affected. The hcgb reagent lot number was 17509805 and the expiration date was 03/31/2015. The field service representative found a fluidics failure of the pinch valve tubing. He replaced the pinch valve tubing and the syringe seals. A precision check was performed. The customer performed calibration and quality control with all results within their defined ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.